Manufacturer narrative:
Product complaint # (B)(4). The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Events reported in mw 2210968-2020-02028, 2210968-2020-02029.

Event description:
It was reported that the patient underwent an unknown cardiovascular surgery on (B)(6) 2020 and suture was used. The suture breakage occurred in a row during continuous suturing. Further details are not provided. There were no adverse consequences to the patient.

Manufacturer narrative:
Product complaint #(B)(4). Date sent to the FDA: 4/7/2020. H3 evaluation: four unopened samples of product code 8521, lot pkh159 were received for analysis. The complaint samples were not returned for analysis. During the visual inspection of four samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, damaged or suture breakage were observed. A functional test was performed and the tensile strength force was above the minimum requirement. A manufacturing record evaluation was performed for the finished device lot number and no non-conformances were identified. Per the condition of the representative samples, no performance - breakage suture was found and the tested samples met the finished goods requirements. The reported complaint could not be confirmed. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. Events reported in mw 2210968-2020-02027, 2210968-2020-02028, 2210968-2020-02029.